Manufacturer narrative:
Follow-up #1 date of submission (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a black box review shows multiple no cartridge detected and loss of prime due zero force warnings on the reported date. Pump powers on and displays verify screen. Pump passed ¿ez-prime¿ steps correctly. No load step malfunction was duplicated during the course of investigation. The force sensor calibration reading is within the requirement. The pump was opened and force senor circuit was inspected, an intermittent condition was found to both of the force sensor flex pins due to a cracked solder connection.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump allegedly did not recognize a filled cartridge and dispensed insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.